Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration alert on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was returned but will not confirm the issue or determine a probable cause. The probable cause could not be determined. No injury or medical intervention was reported.